Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of one ce intermate lv 250 in which the inner chamber ruptured towards the end of the infusion. There was no patient injury or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up report will be submitted.